Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reportedly received the following results on an advantage meter, compared to a professional meter, within 10 minutes: 248 mg/dl (aviva) and 51 mg/dl (professional meter). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.